Manufacturer narrative:
A system displaying ¿low battery warning¿ message was reported to abbott. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the ipg was approaching end of life (eol). It was noted that patient primarily used tonic stimulation and programs with high settings/parameters. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.